Manufacturer narrative:
No component have been returned to the manufacturer. The customer has not decided to return the unit. If the unit is returned, it will be repaired and returned to the customer. The beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer stated that the statspin express 4 centrifuge unit failed to run. Upon further inspection, the customer noticed a burned power harness at the pcb (printed circuit board). The customer stated that there was no smell, smoke, or fire and the fire department was not called. There were no reports of injury to operator and no erroneous results generated.